Event description:
It was reported that patient presented to clinic with an adverse event of pocket infection. A causal relationship between the reported infection and the procedure or the Abbott device could not be determined. The pacemaker (PM), right ventricular (RV) and right atrial (RA) leads were explanted. The patient was stable throughout the procedure. The cause of the infection was unknown.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.